Event description:
It was reported that the patient underwent a tlif at l4-5 using a peek cage and rhbmp-2/acs. Post-op, the patient developed chronic pain in limbs.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a lateral lumbar spinal fusion procedure at l4-5 with a peek cage and rhbmp-2/acs. Post-operatively, the patient developed significant pain in the area of the fusion surgery and extremities. It was also reported that the patient had significant damage to the spine. The patient received significant medical treatment to care for related injuries. The patient never recovered from the surgery and continues to experience daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
Additional information: pt identifier, age/date of birth, event or problem, model/lot #, device manufacture date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010: patient presented with unstable l4-5 spondylolisthesis. Procedure: l4-5 lateral trans psoas interbody fusion with peek cage, rhbmp-2 bone morphogenic protein graft and l4-5 posterior pedicle screw instrumentation. Added complexity due to severe obesity (B)(6). As per-op notes- patient underwent fusion with lateral peek cage. Bmp was reconstituted onto 2 collagen sponges and placed inside the cage and then the cage was impacted into disc space.

Manufacturer narrative:
(B)(4).